Event description:
A hospital in (B)(6) reported via our distributor that the mr290 vented autofeed humidification chamber of an rt235 infant dual-heated evaqua breathing circuit. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the returned complaint device was connected to a water bag to test for leaks. Results: the complaint chamber filled as intended, and the floats functioned correctly and controlled the entry of water into the chamber. No leaks were observed. The water feedset of the complaint chamber was also intentionally manipulated to test for leaks, no fault was found. A lot check revealed no other complaints for this product for this lot number. Conclusion: the mr290 is a single use autofeed humidification chamber used to maintain constant humidity level for the patient. It has a unique dual float mechanism that uses independent floats to control the amount of water which flows into the chamber and to safely maintain a constant water level inside the chamber for optimal humidification. Under normal circumstances, the blue "primary" float controls the water level in the chamber and the white "secondary" float acts as a backup to prevent overfilling if the primary float fails to operate. We were unable to replicate the reported fault with the returned mr290v humidification chamber. No leaks were observed. Every mr290 chamber is pressure tested to 200cmh20 following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. Fisher & paykel healthcare's user instructions that accompany the mr290 chamber specify to the user to "perform a pressure and leak test on the breathing system before connecting to a patient", to refrain from using the chamber if it has been dropped and "to set the appropriate ventilator alarms" in the event a leak occurs.